Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A remote service engineer (rse) performed a remote inspection with the customer and confirmed the system's inability to perform x-rays or initiate detector calibrations, displaying the error message "unable to initiate dfa." Analysis of the system's log file revealed over 570 instances of defective fan and power tray errors. The rse recommended the replacement of the pdu fantray and dcps, actions which the customer carried out; however, the system still did not power up. Upon installation of a new mpdu, the issue persisted. The rse then advised a full system shutdown, reseating the ny-mim, or replacing ny15. The power status of the mpdu was verified as functional. Consequently, the customer resolved the issue, and the system returned to operation in accordance with specifications, restored to good working order. The codes were updated based on the investigation outcome